Event description:
It was reported that there was an alert for out-of-range left ventricular (lv) lead pacing impedance (pli) for this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) analyzed presenting electrogram (egm) and recommended further testing of patient in clinic and a chest x-ray. Ts also discussed reprogramming options with health care professional (hcp). No adverse patient effects were reported. Currently, this lv lead remains in service.